Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation, temperature and impedance test of the returned device were performed. Visual inspection reddish material and a hole in the surface of the pebax. A temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed and no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31698617l and no internal action was found during the review. The reddish material inside the pebax could be related to the high temperature reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and post procedure the bwi product analysis lab identified a hole on the surface of the pebax. During the procedure, the bull¿s-eye behavior became abnormal. Although this was not a buried ablation, the bull¿s-eye temperature on the proximal side rose rapidly and the ablation stopped. This issue was noted 5 minutes after insertion into the patient's body and start of ablation. When the catheter was removed from the patient's body, blood was observed pooled in the temperature sensor area between electrodes 2¿3. The catheter was replaced and the procedure continued. The case was completed. No patient consequences were reported.